Event description:
Per additional information from patient (pt). Patient stated that they got new paddle and battery pack (bp). Now it would not hold a charge and it goes down to 30 %.

Manufacturer narrative:
Section b5 updated with additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Product ID: 97745, serial# (B)(6), product type: programmer, patient. Product ID: 97745bp, serial# (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient's (pt) representative (rep) regarding an external device. The reason for call was caller reported that the patient was having issues recharging the implant (ins). Caller stated that the ins was not holding a charge and "call medtronic" messages displayed on the controller while recharging the ins. Agent had caller reset the controller and caller confirmed no visible damage to the controller compartment, port and recharger. Agent had caller attempt a recharging session and caller was able to see the battery screen with the controller at 100% and the ins at red recharging in excellent. After few seconds, "rm06" displayed on the screen. The issue was not resolved. Agent sent a request to repair to replace the recharger. Caller also mentioned that the patient thinks thatthey need to replace the ins. Agent redirected the patient to healthcare provider (hcp). Patient representative (caller) called back and confirmed they got the recharging paddle. Caller mentioned that first the device wasn't charging right and they called before then the recharging paddle was replaced; caller added they kept getting "change batteries" and they've been getting the message for over a month pt was thinking battery needed replacement. Agent had pt removed the battery and pt confirmed no damage on the battery compartment, and battery pack. Agent sent request to repair to replace the battery pack due to old age. No symptoms were reported. See general text for omitted information.